Event description:
In 2007, had removal of broken nail right femur & im rodding right femur, with revision. This rod broke, and in 2008, patient underwent surgery for treatment of repeated right broken femur rod. Post-op diagnosis on the same day was right subtrochanteric nailing bone graft and right hemi-arthroplasty.